Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer reverted to an alternate method of insulin therapy and was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.